Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. Estimated event date. A medtronic representative went to the site to test the equipment. Testing revealed that the gantry gipo (general purpose input/output) required replacement. The imaging system then passed the system checkout and was found to be fully functional. No parts have returned for analysis.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the imaging system tracker was not recognized by the navigation system. The system was rebooted and the imaging system tracking, 3d imaging and data transfer to the navigation system was restored. There was no delay to the surgical procedure, and no impact to patient outcome was reported.

Manufacturer narrative:
The (B)(4) board was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.